Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump(iabp) fiber optic is not working. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: e1 (initial reporter). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the fiber optic connection was broken. To remediate this the fse replaced the cable assy, fiber optic and fiber optic jumper cable. The unit passed all safety and functional tests as per manufacturing specifications. The failure analysis and testing dept. Received cbl, assy, fo sensor extension with a reported unit failure of fiber optic not working. The failure analysis and testing dept. Performed a visual inspection and observed the connector was damaged. Probable cause of the fiber optic not working is the damaged connector. Retaining the cable in the fat dept. Per procedure.

Event description:
N/a.